Event description:
The manufacturer was contacted regarding a dreamstation bipap device that the customer wanted to return due to the patient passing away and no longer needing the device. The device has not yet been returned to the manufacturer for evaluation. Customer contact information was unavailable to gather additional information for evaluation and investigation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.